Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2011 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of cobalt and chromium in his blood.

Manufacturer narrative:
Reported event: an event regarding altr/abnormal ion level and corrosion involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "assessment: revision surgery was performed for "elevated metal levels" and a positive MRI associated with pain in a left hip that had been implanted with a lfit v40 cobalt chrome head and citation stem. No preoperative or postoperative medical data were provided for review. No radiographs were provided for review. Laboratory studies and MRI reports were not provided for review. Confirmation: a revision of the left hip surgery can be confirmed. Elevated metal levels and MRI findings cannot be confirmed. Corrosion and metal response that were noted at the time of revision surgery but cannot be confirmed via pathology reports." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to excessive levels of cobalt and chromium, altr, and corrosion at the stem-head interface. A review of the provided medical records by a clinical consultant indicated: "assessment: revision surgery was performed for "elevated metal levels" and a positive MRI associated with pain in a left hip that had been implanted with a lfit v40 cobalt chrome head and citation stem. No preoperative or postoperative medical data were provided for review. No radiographs were provided for review. Laboratory studies and MRI reports were not provided for review. Confirmation: a revision of the left hip surgery can be confirmed. Elevated metal levels and MRI findings cannot be confirmed. Corrosion and metal response that were noted at the time of revision surgery but cannot be confirmed via pathology reports." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2011 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of cobalt and chromium in his blood. Update per medical records received: corrosion observed at the stem-head interface intraoperatively. Adverse local tissue reaction also reported. The stem was not revised as it was observed to be well-fixed.